Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer controller for drawer 5 had shorted at the station. A field service engineer replaced the drawer controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system unexpectedly stopped communicating, displaying a notice, the device was not communicating and the download stopped. The pyxis screen was black and failed to power on, even when connected to various power sources. This incident resulted in delays in dispensing medication to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.